Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this newly implanted implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) oversensing of right atrial (ra) signals, resulting in pacing inhibition of less than two seconds. The rv thresholds and impedance measurements were normal. It was noted this patient was very small framed. Technical services (ts) discussed considering adjusting rv sensitivity as this patient is pacemaker dependent with no escape rhythm. This ICD remains in service. No adverse patient effects were reported.